Event description:
After filter deployment of the inferior vena cava (ivc) filter, a deformation and pointing of the hook into the wall of the ivc was seen on x-rays. The physician claims that removal of the filter is not possible, due to tilting. The pt is a female with a diagnosis of chronic pulmonary hypertension. The indication for filter placement was a pulmonary embolism, which was diagnosed with ultrasound and a cat scan. There was no contradiction for anticoagulation. Pre and post procedure anticoagulation therapy is unk. The vena cava measured less than 30mm in diameter (exact size unk). The physician made access to the pt via the right common femoral vein. The filter was placed just below the renal veins in the ivc, without difficulty. It is unk if thrombus was present at the delivery site prior to or post filter placement. Immediately following placement, the physician noticed that the filter had tilted. He did not attempt to retrieve the filter due to the pt's medical condition, and the orientation of the filter in the pt's vena cava. No intervention was performed to prevent permanent damage to the vessel/pt. The pt is currently on anticoagulation therapy.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional info will be forthcoming within 30 days upon receipt.